Event description:
Allegedly, the shaft of the part fractured post-operatively. Implantation site/procedure was the pip joint lesser metatarsal. Patient is responding well. No complaints. Additional surgery not required.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.